Manufacturer narrative:
PMA/510(k) - k170622 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the bakri tamponade balloon catheter was used in the female patient to arrest postpartum bleeding. The balloon was inflated with saline with reported feeling of some resistance. When attempting to deflate the balloon 20 hours later, the saline could not be removed from the balloon. A needle was used to rupture the balloon and the balloon was removed. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
B5: additional information provided by the user on 03/15/2018. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was performed. The investigation also included review of drawings, quality control data, specifications, and trends. The device was returned with a drainage bag (not attached). A leak test noted two punctures related to the physician's puncturing of the balloon. Based on the physician statement, it is likely that the drainage bag tube was inserted past the inflation inlet, blocking the inflation lumen. The device history record was not able to be reviewed as the complaint device lot number was not provided. Complaint history also could not be performed without the lot number of the complaint device. A review of relevant manufacturing documents was conducted. This device is 100% inspected visually for surface imperfections and functionally tested for leaks, inflation, and deflation. The complaint device was returned. Device evaluation could not duplicate the cause of any deflation difficulties however based on the physician's statement, it is likely that the drainage bag tube was inserted past the inflation inlet, blocking the inflation lumen. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The user reported, after the procedure the saline in the balloon could be removed after the user removed the tube of the drainage bag from the drainage port.